Event description:
It was reported by sales consultant: patient was implanted with matrixmidface plate and screws on an unknown date. During the initial procedure, it was reported the midface screw came off of the screwdriver and was left in the patient. The patient developed an infection post-operative. Patient was returned to the operating room (or) on an unknown date for removal of hardware. No further information was provided at this time. This report is for an unknown midface screw. This is 1 of 2 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of injury was reported (B)(6) 2013 and breakage of the screw (B)(6) 2013. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Event description:
This is report 1 of 2 for complaint (B)(4).